Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial debris on the lens. Visual inspection found no visible damage with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Patient information unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+2.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. On (B)(6) 2020 a shorter lens was implanted and the problem is resolved. The cause of the event is reported as "oversize lens."